Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While trialing, the tight implants caused the instruments to become damaged. Update (B)(6) 2017- three follow-ups have been sent to clarify how the instruments were damaged. To date,no response has been received. At this time the product is being treated as if it broke due to the fact that the der states all pieces were removed. If review of the returned product indicates a different failure mode, the complaint will be updated at that time.

Manufacturer narrative:
Upon review of the returned product, the instrument remained in one piece. Therefore, there was no risk to the patient and this does not meet the definition of a reportable malfunction. This report, 1818910-2016-10513, is being rejected. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.